Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflect the gore internal case number. A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A patient previously underwent a vascular procedure (date unknown) in which stents (brand unknown) were implanted in the iliac arteries. The stents subsequently occluded. The patient later underwent an aortobifemoral bypass using an unspecified graft. During that bypass procedure, a procedural complication occurred in which a clamp reportedly crushed one of the previously implanted iliac stents. The bypass later failed; no timeframe was provided. On (B)(6) 2026, the patient underwent an additional intervention to re-establish patency through the vessel containing the crushed stent. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was selected for treatment. The reporter indicated there was difficulty obtaining guidewire access through the crushed stent. After guidewire passage was achieved, the vbx device delivery catheter was advanced through an unspecified introducer sheath. During deployment, the endoprosthesis underwent post-dilatation; however, a portion of the device remained ¿pinched.¿ the treating physician attributed the incomplete expansion to scar tissue from prior interventions. A series of boston scientific athletis ultra-high-pressure balloons (8, 9, and 10 mm) were inflated up to 30 atm in an attempt to fracture the resistant tissue and achieve full expansion of the vbx device. Following high-pressure ballooning the area was still pinched. However, improved blood flow was observed, and ivus imaging demonstrated adequate results. The procedure was completed. No patient injury or adverse clinical impact was reported.